Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a follow-up appointment the in-situ measurements (right side) showed high values of impedance on ten electrode channels and short circuit on the other two channels.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The bilaterally implanted patient came in for a routine follow-up appointment. During the appointment, in-situ measurements (right side) showed high values of impedance on ten electrode channels and short circuit on the other two channels. Reportedly, the patient had a "bang over the implant site". Further device assessment confirmed a loss in function of all intra-cochlear electrodes.